Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿power does not turn on¿ was not confirmed. The following findings were also noted during device evaluation: the screw behind the left side is missing, and there was top cover deformation. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the halogen light source power does not turn on. Upon inspection and evaluation, the device does not turn. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reportable malfunction (no power) was unable to be determined. Olympus will continue to monitor field performance for this device.